Event description:
It was reported that the rv (right ventricular) lead was explanted and replaced, due to a pacing impedance increase from 700 to 1400 ohms, and a possible lead fracture. The lead was subsequently returned with a report of wide variations in lead impedance, either due to lead fracture or set screw issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead returned. Analysis observed only one set of setscrew marks on the is-1 pin, which were too proximal. This indicates the lead was not fully inserted into the device. T was reported that the rv (right ventricular) lead was explanted and replaced, due to a pacing impedance increase from 700 to 1400 ohms, and a possible lead fracture. The lead was subsequently returned with a report of wide variations in lead impedance, either due to lead fracture or set screw issue. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications operational context contributed to event impedance, high4 lead(s), fracture of.